Manufacturer narrative:
A partial lead with the distal segment of the lead measuring 18.3 cm was returned for analysis. An externalized conductor due to internal insulation abrasion was observed 9.1 cm to 11.9 cm from the distal tip. The etfe coating was intact and the inner coil was not exposed in this abrasion region. Internal insulation was observed 12.0 cm to 13.1 cm from the distal tip, where one etfe coating was damaged consistent with explant procedure and another etfe coating intact and the inner coil was not exposed in this abrasion region.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for a device explant procedure due to infection unrelated to the device. Upon fluoroscopy observation, externalized conductors were observed on the riata rv lead. Electrical functions of the lead were stable. Lead was explanted. Patient is scheduled to receive a new ICD system. Patient was stable and will continue to be monitored.